Event description:
It was reported the subject camera head device had video image distortion if the socket was shook in combination with the connection used. There was no reported harm or injury.

Manufacturer narrative:
E1 event site name was shortened due to character limitations. The complete name is (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. It was, however, determined that the product did not meet the product specifications due to scratches on the lens of the main unit, and corrosion on the video connector - electrical contacts. Based on the results of the investigation, the most probable cause of the identified failures was cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A device history review (DHR) of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "caution" section in the instruction manual "care, storage, and disposal_care of external part and cover glass_care of external part and cover glass". Do not use a hard cloth, etc., which may scratch the cover glass. The following statement is found in the "warning" section of the instruction manual "for safe use_endoscope image disappearance and freezing". Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. The following description is found in the instruction manual "care, storage, and disposal": - the electrical contacts of the video connector are damaged. Do not use the product while the electrical contacts of the video connector are wet. Using the product while it is wet may result in malfunction. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.